Manufacturer narrative:
Event date: unspecified date of (B)(6) 2022. Concomitant product: unspecified date of (B)(6) 2022. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia peritoneal dialysis (pd) cassette leaked from "on an unknown line". This occurred during use of peritoneal dialysis therapy. The patient started over with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information in h6 and h10. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.